Event description:
During a pta treatment procedure to dilate a lesion in the iliac, deflation difficulties were encountered. The physician was unable to fully deflate the balloon. The balloon catheter and sheath were removed simultaneously. The procedure was successfully completed. The patient is reported as 'fine' following the procedure.